Event description:
Orig. Surg. 2000. Allegedly patient developed back pain subsequent to the surgery for right l5 hemilaminectomy with l5-s1 microdisectomy. In 08/02 exam allegedly revealed significant scarring surrounding l5 root.